Event description:
Info received indicates, the functions are only working intermittently from both siderails.

Manufacturer narrative:
The technician found both of the siderail cables were pinched. The technician replaced the siderail cables to repair the bed.